Event description:
It was reported that a vpap iii st a device shut down while being used on a patient. This resulted in the patient requiring resuscitation.

Manufacturer narrative:
Based on the info provided to resmed, the hosp does not have the device involved in the incident nor did they evaluate the vpap unit as it was patient owned. Resmed is currently working with the hospital located in (B)(6), to gather add'l info relating to the event.